Event description:
The procedure was pulmonary angiography and mechanical thrombectomy and was undertaken in (B)(6) 2012. The angiojet system is the angiojet ultra system console 5000a serial number (B)(4). Manufactured by medrad USA and distributed by (B)(4). (B)(4). The actual angiojet thrombectomy set used with the system for this patient was a 120cm xpeedior thrombectomy set 105040-002. Lot number 125202. At this stage, I do not have all the details of the case as it is a legal situation rather than just coming from the hospital, but I understand it was used in a 3mm vessel. Normally with the pe catheter, we would advise a minimum vessel size of 6mm. Per email from (B)(6) on (B)(6) 2013: a doctor at (B)(6) hospital used an angiojet catheter in (B)(6) last year to treat a patient with pe (pulmonary embolism). The patient died as is often the case with severe pe. The doctor did not use the pe catheter we have available and had not had the specific pe catheter training. It was only when we discussed the pe catheter with the doctors that it came to light that they had been using other catheters off label for this purpose. (Other centres have also done this in the past). They chose not to buy the pe catheter and have the training. Although the xpeedior catheter they used is very similar to the pe catheter, they used it in a 3mm vessel, whereas we recommend the pe catheter should not be used in vessels smaller than 6mm. There is an inquest tomorrow and (B)(6) from the hospital risk management unit wanted to find out whether the product had been used off label. I said it had, but did not want to expand on this before taking advice from somebody higher up in (B)(4). As the incident was not reported to us last year, I don't believe they are attaching any blame to us, but rather deciding how to deal with the situation with the coroner. I am not sure at this stage if the hospitals are willing to share any further information with us.

Manufacturer narrative:
Event consists of a patient death during an angiojet procedure. Note: this event occurred in (B)(6) in (B)(6)2012. However, we were not made aware of this event until november 2013. We have limited information and no further information is being provided at this time due to legal situation with this case within the hospital. The patient presented with a severe pulmonary embolism. The physician used an angiojet ultra xpeedior thrombectomy set in a 3mm pulmonary vessel. During the angiojet procedure the patient expired. Note: the use of the angiojet xpeedior device in the pulmonary vessels is considered an off-label use of the device as the device is not indicated to break apart and remove thrombus in the pulmonary vessels. Medrad does have a device approved for pulmonary use which includes a specific vessel size criteria. The angiojet ultra pe thrombectomy set is approved with the following indications: "the angiojet ultra pe thrombectomy set is intended for use with the angiojet system in breaking apart and removing thrombus from: main pulmonary and lobar arteries greater than 6mm in diameter, for use with the angiojet power pulse technique for the control and selective infusion of physician specified fluids, including thrombolytic agents, into the pulmonary vasculary system." As shown above, the minimum vessel criteria for pulmonary use is 6mm or greater. This event is reportable to united states FDA due to different reporting requirements than in the european union, specifically meddev 2.12-1 rev 7. In this case there was no malfunction of the device; however, the correlation between the angiojet device and the noted event cannot be conclusively ruled out.